Manufacturer narrative:
The returned iol was measured for diopter and was confirmed correct as labeled, 18.0 d. The iol met all specifications for optical properties. A review of the implant database shows the initial implant of 18.0 d was replaced with a 20.0 d. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.

Event description:
Report received from the account stating that the intraocular lens(iol) was removed and replaced without complication due to improper iol power initially implanted. The iol was exchanged for a lower diopter lens of the same model. No patient injury.